Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with high impedances on both leads. Patient reported that they fall a lot. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted and replaced to address the issue. Visible fractures were noticed on both explanted leads. Effective therapy was restored post-op.